Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is a healthcare professional, reported a being injected in the jaw and pre-auricular area with juvéderm® volux¿. For 2 months, the patient was ¿sick¿ with ¿on and off colds and flu.¿ the injection site on the left side of the face ¿swelled, became lumpy, hot and painful.¿ the patient was placed on IV antibiotics 2 days in a row and then completed full course of antibiotics. The left side of face has returned to normal.